Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, control unit is damaged, control unit damaged, and scope case unit deformed. The faulty parts will be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for 1-10 colony forming unit (cfu) of mold species. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing; the scope was a loaner from olympus and not in use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.